Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The customer described the leak in the probe wipe block area of the analyzer, and about a drop of blood mixed with diluent on top of a test tube cap. The customer replaced the probe wipe block to troubleshoot and about 5 ml of fluid mixed with blood dripped inside the sample door while running a sample. The fluid was contained. No patient sample results were affected. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing lab coat and gloves when the event occurred. There was no report of biohazardous exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and found the rinse wipe waste line was plugged (clogged) and flushed it out to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).